Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient's device shutdown by itself. The system hot error message was prior. As a result, the patient was without oxygen for a couple of hours. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.